Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 4.8 second test inr = 4.9.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 060452. First test inr = 4.8. Second test inr = 4.9. Mean = 4.9; sd = 0.07; %cv=1.46%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.